Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter by 5.3 cm in length abdominal aortic aneurysm. Aortic neck was 43 mm long and 24-26 mm in diameter at the renals with mild thrombus, mild calcification, and no infrarenal angulation; however, there was moderate to severe suprarenal angulation of at least 60 degrees. The aorta was short at 8.3 cm in length form the renals to the aortic bifurcation. Iliac arteries were mildly calcified; the right side was 11-12 mm in diameter, and the left side was 12-14 mm in diameter. After an endurant bifurcated stent graft was deployed and placed without issues, it was very difficult to remove the taper tip during the withdrawal. The proper technique and IFU was followed the entire time, but, because of the suprarenal aortic neck angulation and as there was not much room in the short aorta, removal difficulties were encountered. Significant force applied along with manual pressure on the patient's abdomen was required to remove the tip. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (anatomy related; angulated neck and short length aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated neck and short length aorta).